Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported to technical service engineer (tse) that error 307 occurred with universal surgical manipulator (usm) 1. The customer disabled the usm 1, and the procedure was continued. Tse advised to restart the system and check if the problem persists. The customer called back to report that they did not disable usm 1 and the error could not be cleared at that time. This call ended suddenly. The customer found that the system cable of one of the surgeon side consoles (ssc) had a bad connection. Tse advised to reseat all cables, then turned the system on, and error 319 occurred, pointing to usm 1 acc. Tse explained how to disable the usm and the customer will consult with the surgeon to determine if they will continue the surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in the system logs, the 319 error was found indicating a node not found issues on the axis controller carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found on the rolling loop fiber that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered during power up indicating faults, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "check all boards present" test was found to be failing on the rolling loop. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm. This issue can be resolved by disabling the affected usm or replacing the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.